Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) failed to power up. The platform was tested with multiple autopulse li-ion batteries; however, the same issue was observed. No further information was provided by the customer. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6) failed to power up using different batteries" was not confirmed during the archive data review and functional testing. The autopulse platform was able to power up using multiple batteries during the functional testing, and the reported complaint could not be replicated. However, user mishandling cannot be ruled out because the damaged processor board, discovered during device evaluation, can cause intermittent power up issue. During visual inspection of the returned autopulse platform, it was observed that the processor board (pca) was damaged with a broken connector, j17. Also, the front and bottom enclosures were observed to be broken with chipped plastic parts, and there was a vertical crack going through one of the screw fittings of the front enclosure. In addition, it was noted that liquid ingress had contaminated/corroded the connections to the lcd display, and the battery compartment connector was noted to be damaged. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of user mishandling. All the damaged and broken parts were replaced to address the issues. The autopulse platform passed the initial functional test without any fault or error. Furthermore, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged for 12 minutes, and the platform passed the test without any issues. Therefore, the reported complaint was not confirmed. During further functional testing, the load cell characterization test revealed that load cell 1 was defective, unrelated to the reported complaint. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 1 was replaced to remedy the fault. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages to have occurred on/around the customer's reported event date. Further review of the archive data showed fault code 27 (encoder fault (> 3000 rpm)) and fault code 28 (loss of clutch connectivity) error messages to have occurred intermittently on (B)(6) 2020, unrelated to the reported complaint. The error messages were cleared by the customer, and they were not reproduced during the functional testing. Nevertheless, the integrated encoder gearbox assembly, including the clutch plate, was replaced as a preventive precautionary measure to avoid potential future device interruptions due to the above-mentioned fault codes. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.